Event description:
Additional information received from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), pertaining to the above case. It was noted that acute kidney injury with a possible relationship to the impella cp device used on this patient.

Manufacturer narrative:
Section b5 and h6 were updated as per additional information received.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ the failure modes will be monitored and trended.

Event description:
The user facility reported a 66-year-old male (unknown race) undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that access was notably low and small perforation seen distal to access. A decision was made to gain contralateral access, remove impella, and balloon superficial femoral artery (sfa). Angioplasty was successful. The patient is stable.

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel and the renal failure issues has been completed since the original report was submitted. The pump was not returned for investigation. Based on given clinical details, the cause of the vascular damage issue was use related, due to low entry point. Also, acute kidney injury complication was reported during impella use. The cause of the renal failure issue was not determined since product was not returned and sufficient clinical details were not provided.